Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Conclusion: without a sample or a lot number, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that upon opening a package containing a 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the user noted the rubber sleeve is side pierced leaving the needle uncovered. The bcs was not used.